Event description:
According to the available information when checking the correct positioning of the balloon, the balloon was inflated to 50cc when the balloon burst. Patient experienced pain and non-irrigated hematuria.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9453599. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: - nc tw822426: "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A similar case study was performed based on ab61xx, balloon burst form may 2020 to may 2024, 6 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Nc tw(B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. Monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored.

Event description:
According to the available information when checking the correct positioning of the balloon, the balloon was inflated to 50cc when the balloon burst. Patient experienced pain and non-irrigated hematuria.